Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during the procedure, it was impossible to fit the device (web sl) into the microcatheter. It was decided to change the surgical strategy; the aneurysm was finally treated by coiling simple. The procedure took longer. The procedure occurred in a patient with a ruptured aneurysm. The procedure was delayed by three hours because the doctor treated the aneurysm with microcoils. There was no report of patient injury.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint and the web wires twisted at the proximal side. Furthermore, the device could not be advanced into the returned and an in-house via microcatheter during the investigation, which is consistent with the damage found on the device. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector kink and twisted implant wires, but the damage is consistent with the device experiencing forces exceeding the delivery system and implant's yield strength. No damage or other anomaly was found on the returned microcatheter that would have caused or contributed to the reported complaint.

Event description:
No additional information received regarding the event.